Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the issue did not recur. The customer was advised to continue using the pump and to call back if any malfunction codes reappear, which they acknowledged and understood.